Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred an unknown number of days after the sensor had been inserted in the arm. According to the spouse on (B)(6) 2025 at 10:00pm, the patient had trouble breathing, pain in upper stomach and chest. The spouse called emergencies and gave the patient insulin before paramedics arrived. At the time the cgm reading was 288 mg/dl, the spouse did not perform any fingerstick to confirm bg. When the paramedics arrived a fingerstick was taken and the cgm reading was still 288 mg/dl, and the blood glucose reading was 388 mg/dl. No medication was provided but the patient was brought to the hospital. The spouse reported that they did not know if any diagnosis was made as no one told them. The patient received treatment with insulin, but the route of treatment was not known by the reporter. The patient was discharged the next day at 05:30am. There was no documentation of a medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 3/19/2025. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient felt symptoms. The reported glucose values fall within the b zone of the parkes error grid when paramedis checked. No additional patient or event information is available.